Manufacturer narrative:
Additional narrative: device history review: manufacturing date: september 15, 2010 - manufacturing location: (B)(4) - no non-conformance reports were noted in the production documentation. The device has been produced with a serial number (B)(4), which has been changed to (B)(4) after recall actions performed under order nr (B)(4) ((B)(4)) on (B)(4) 2012. Service history review: service history for 532.026 sn (B)(4) indicates the device has been serviced in (B)(4) 2014. Manufacturing review: investigation of 532.026 sn (B)(4) according to service manual. The attachment broke on the tool side coupling. Coupling shaft (B)(4) broken close to threading. No other signs indicating the coupling was dropped or impacted otherwise or repaired by third party. The coupling is complete, no parts are missing. Breakage indicating a high torque - root cause cannot be exactly determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the saw attachment broke. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The manufacturing document (order 7495426) comprises sn (B)(4). "(B)(4)" is not mentioned in the manufacturing document. No nonconformance reports were generated during production. Review of the device history record (order (B)(4)) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.